Event description:
It was reported that the patient presented via remote transmission. It was noted that long charge time was observed on the implantable cardioverter defibrillator (ICD). A capacitor maintenance was recommended due to this being a new device. There were no reported patient consequences.